Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it is estimated that the labeling was incorrect so that the user did not recognize the need for sterilization. The event can be detected/prevented by following the following statements. [How to use] 1. Sterilization be sure to sterilize ethylene oxide gas before use. For sterilization methods, refer to the "instructions for use" for the ethylene oxide gas sterilizer. The conditions for ethylene oxide gas sterilization, refer to table l and table 2. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that there was a possibility a non-sterile balloon was used on a patient. The event occurred during an ultrasound endoscope diagnostic procedure. There was no report of patient contamination, harm or user injury associated with this event.